Event description:
It was reported that there was at end of service. It was also reported there was premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead, (B)(6) 2006; 0184 competitor implantable tachy lead, (B)(6) 2006; 5071--35 implantable pacing lead, (B)(6) 2011; 5071-35 implantable pacing lead, (B)(6) 2011. (B)(4).